Manufacturer narrative:
The investigation was started but is not yet concluded. The investigation result will be reported in a follow up-report.

Event description:
I was reported "that during a case, a flash fire occurred near the patient's face resulting in burns to the face and neck of the patient. There was no machine malfunction reported."

Manufacturer narrative:
After the reported event the fabius anesthesia workstation was checked by a dräger service technician without relevant findings. The device passed all tests according to dräger specification. The electronic log files were downloaded. The analysis of the information recorded therein has not revealed any relevant information regarding the reported event. The given information did not indicate a device failure. Upon further request, it was additionally reported, that during the event 100% oxygen was supplied via the fabius auxiliary flowmeter and a medline mask. Ventilation with a mask is known to go along with leak flow from the mask as it cannot be sealed in the same way as a tube. The doctor was using an electrosurgical unit (esu) handpiece to close blood vessels. Once the esu tool was reportedly activated near the patient¿s mask, there was a brief flash fire. The patient was reportedly burned at the nose, mouth and side of the neck. Based on the available information, including the electronic log files, the service report and the additional reports it can be concluded that the event was the result an increased oxygen concentration in the vicinity of the patient¿s mask in combination with the use of an electrosurgical device nearby and can thus be classified as a user error. There was no device failure.

Event description:
Please see initial-report.